Event description:
The pt called alleging that the message read error I message. Clean test area. The pt contacted the nurse due to error 1 message and the pt did not receive any treatment. There is no info on whether the nurse tested the pt on another device. While troubleshooting with customer services the meter displayed a clean test area message. Customer service was unable to resolve the issue and sent the pt a replacement meter.